Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that users experienced repeated infusion set occlusion alarms while using the inset infusion set with the ilet system, including one user with a prior history of occlusions on a similar infusion set and limited viable insertion sites. Symptoms included device occlusion alarms. Outcomes included the need for supply changes to resolve the occlusions. Investigation included attempts to contact the users for troubleshooting and education. Investigation of this case revealed that the events were consistent with infusion set occlusion and resolved following supply changes. It was concluded that the device functioned as designed and that the issue was attributable to infusion set occlusion and site-related factors.